Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, diarrhea, vomiting, nausea and abdominal pain. The cause of the event was unknown. It was reported that the patient was not hospitalized. The patient was treated with vancomycin (intraperitoneal, for 14 days) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.